Event description:
It was reported that the pt attended the spanish med-el office to check to check the status of his audio processor as he was no longer able to hear anything since the day before. After several tests it was ascertained that the external components were functional.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.